Event description:
Edwards received notification that during an intervention, while the patient was on extracorporeal circulation, a fissure was observed in an aortic cannula model ezc21a. This resulted in minimal blood loss in the surgical field (very small drops) with no impact on the patient's hemodynamics or hemoglobin levels.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Initially, it was reported that during an intervention, while the patient was on extracorporeal circulation, a fissure was observed in an aortic cannula model ezc21a. However, through product evaluation, the reported incident involves a minor leakage at the junction between the ez glide cannula tube and the connector. As reported, this resulted in minimal blood loss with no impact on the patients hemodynamics or hemoglobin levels. As a result, the severity of this is limited. This involves minor leaks detected in arterial or venous cannula usually do not require an exchange of the device. This presents minimal risk to the patient and potential for injury is remote. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.